Event description:
Pd nurse reports that the patient presented to the unit complaining of a leak from the tubing of their pd transfer set. The patient's drainage was cloudy and cultures confirmed peritonitis. The patient was treated with vancomycin and gentamicin via ip (intraperotineal). The patient had only been using this set for three months. Pd nurse reviewed that the patient's technique in using and maintaining the transfer set was consistent with training. Sample is available for eval.